Manufacturer narrative:
Investigation included contact with the caregiver, review of use and troubleshooting steps, provision of education on dka prevention and ketone action planning, and planning for a factory reset with education on post-reset meal adaptation. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device or set malfunction identified by the caregiver upon set change. It was concluded that a definitive device-related failure could not be determined and that the event was managed by clinical treatment and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with steel cannula infusion sets and 23-inch tubing, during which the device issued alerts that the caregiver attempted to dismiss and an entire cartridge was used in one day; the user¿s blood glucose reached 710 mg/dl, and after supply changes did not reduce glucose, the user presented to the hospital where exogenous subcutaneous insulin and intravenous fluids were administered, and the provider later requested a factory reset before resuming pump use. Symptoms included severe hyperglycemia consistent with diabetic ketoacidosis risk. Outcomes included hospitalization and medical intervention with insulin and IV fluids.